Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's nephew reported via phone call that the customer tried to insert a sensor and it broke and the needle stayed inside the serter. Blood glucose value was 145 mg/dl. Customer was assisted on releasing the needle hub from the serter.